Event description:
Reportedly, the device was explanted after a duration of 12 months due to insufficiency. The report stated "explantation of biological valve: valve implanted (B)(6) 2009, in pulmonatic position. Explanted (B)(6) 2010. Insufficiency valve after 6 month and later one stiff leaflet."

Manufacturer narrative:
This model is distributed outside of the united states and is being reported as similar to model 2800, which is marketed within the united states. Device evaluation anticipated, but not yet begun. A device history record review is in progress. An incorrect serial number was initially reported by the hospital; however, this information has been corrected and the DHR review is in process. Operative report, pre-operative echo, pathology report, patient history and patient medications history were all requested, but not provided. It was indicated in the surgeon's report that none were available. Investigation is on-going.

Manufacturer narrative:
Evaluation summary: the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. No additional information has been provided by the health care provider. Heavy layer of host tissue overgrowth covered most of leaflet 2 at the cusp area and its free margin. Host tissue curled the free margin and fused it to the cusp area which led to a gap at the coaptation region, evident at the outflow aspect. At the inflow aspect, host tissue overgrowth is minimal to moderate, and encroached onto the tissue inflow by approximately 5mm. Host tissue overgrowth led to incomplete coaptation. It also restricted mobility in the leaflets which may contributed to stenosis. Host tissue overgrowth is moderate to heavy at the stent inflow and minimal to moderate at the stent outflow. No inconsistencies detected in the x-ray as the wireform and the band are intact. The valve was examined visually and with a light microscope. Method: x-ray. Additional manufacturer narrative: host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Pannus occurring prior to 12 months is rare and suggests patient factors may have played a significant role. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time.